Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery using a 3.0 x 12 mm rx vision stent delivery system (sds). The sds was advancing when resistance was met with the anatomy and it could not cross the lesion. The sds was retracted when it became caught with the guide wire and fractured. The sds was removed with the guide wire as a single unit. The procedure was successfully completed with an unspecified stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection was performed on the returned device. The reported difficult to remove (guide wire) and material deformation were not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove and material deformation; however, the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the sds was retracted when it became caught with the guide wire and the stent became flared.